Manufacturer narrative:
The blade subject to this MDR was not returned to MFR for evaluation. Lot number info has not been provided to permit further investigation.

Event description:
It was reported that during a ramus osteotomy procedure, the blade broke off where it is welded to the shaft and fell into the surgical site. It was also reported that there were no pieces left behind in the pt. It was further reported that another blade was readily available and the procedure was completed successfully.